Manufacturer narrative:
Product complaint # (B)(4). Complainant device is not expected to be returned for manufacturer review/ investigation. Reporters state: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon performed an expedium 5.5 on a patient with hard bone. Upon the final tightening, both screwdriver shafts stripped at the distal end tip. It was reported that the torque handle were just replaced in september. The surgeon did mention that the shafts had not been replaced for some time, but the surgery was completed successfully with both instruments found in the system. The patient was not impacted by this wear and tear of final torque shafts and no delays were obtained. No fragments were generated and nothing fell into the patient. This complaint involves two (2) devices. This report is for one (1) x25 final tightener. This report is 2 of 2 for (B)(4).